Manufacturer narrative:
The results of the investigation are inconclusive since the lead not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance and noise resulting in oversensing were observed on the atrial lead. The device was reprogrammed, however, high pacing impedance was still observed in addition to low sensing, loss of capture, and high capture threshold. Diagnostic imaging was performed which confirmed lead insulation damage. No additional intervention was performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.